Event description:
It was reported that during the surgical procedure at the user facility, the device overheated. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.